Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on (B)(6) 2016, to report a pairing issue with the g5 transmitter and the g5 mobile application on (B)(6)2016. There was no report of injury or medical intervention. No additional event or patient information is available.